Manufacturer narrative:
Additional information was provided that the customer had approximately 10 additional patient samples that had negative results for (B)(6) igg on the cobas 6000 e 601 module and then were reactive on the immulite xpi ((B)(6)) and reactive for (B)(6) at other laboratory (method unknown).

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable elecsys (B)(6) igg immunoassay result for one patient sample. The customer used cobas 6000 e 601 module serial number (B)(4). The initial result was 0.560 coi ((B)(6)) and was reported outside the laboratory. The doctor doubted the result as the patient was previously (B)(6). The sample was sent to a reference laboratory and tested on a siemens immulyte (both (B)(6)) and the result was (B)(6). No specific data was provided. The sample was then sent another reference laboratory and the result was 1.94 coi ((B)(6)). The patient was redrawn on (B)(6) 2017 and the result was from the cobas e601 was again (B)(6). They sent the sample to another laboratory and the result was (B)(6). Specific data was not provided. The patient was not adversely affected. For troubleshooting, the customer repeated a proficiency sample and the results were acceptable. The field service representative could not find a cause. He confirmed the customer repeated the sample with calibration, qc, and proficiency material and all results were within specification. The field application specialist could not find a cause. He reviewed and verified all data including calibration, qc, and methodologies. He verified the assay was performing to specification.

Manufacturer narrative:
A specific root cause could not be determined. The non-reactive results were determined to be correct, therefore the product was found to have performed within specification.

Manufacturer narrative:
Specific data was provided for five of the 10 additional patient samples that had negative results for hsv 1 igg on the cobas 6000 e 601 module and then were reactive on other methods. (B)(6).

Manufacturer narrative:
Samples from seven of the patients were submitted for investigation and were tested on a cobas 6000 e 601 module. All samples were found to be non-reactive which reproduced the customer's results. Based on these results, a general reagent issue was excluded.